Event description:
During a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The non-calcified, non-tortuous, 99% stenotic lesion was located in the mid right coronary artery (rca). The physician predilated the lesion with a 3.0 maverick balloon. After predilation the physician successfully deployed a taxus express2 3.5x24 mm stent at 16 atms. Upon withdrawal the physician felt the fully deflated balloon was sticking to the stent. The physician inflated the balloon to 9 atms and deflated down to 0. The physician then pushed on the stent delivery system (sds), however, the guide catheter sucked down. The physician then decided to inflate the balloon to 15 atms and back down to successfully remove the balloon. The physician went on and placed a taxus express2 -3.5 x 32 mm stent to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good".